Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, it was noted that this right ventricular lead failed to exhibit capture. The physician suspected the lead had dislodged. During intervention, the lead was moved and replaced in absence of adverse patient effects. The explanted lead is not intended to be returned for analysis.